Manufacturer narrative:
Updated fields: b4; d8; d9; g3; g6; h2; h3; h6 component code, type of investigation, investigation findings; investigation conclusion; h11; g2. Corrected fields: h6 health effect ¿ impact codes. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the drive manifold assembly (0104-00-0031 x2) and the 30 psia pressure transducer cable (0682-00-0091-01) as a precaution. Two drive manifolds were consumed as one was received as an open box item and was discarded at the customer's site. The fse performed a passing functional checkout and cycled the unit for two hours at 120 bpm on a patient simulator with no alarms or errors. The iabp was returned to service. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 15 oct 2024. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 rev.j sn: (B)(6) drive manifold. Pn: 0682-00-0091-01 rev.f sn: (B)(6) pressure transducer w/ 4¿ cable. These parts were received with a reported unit failure message of autofill failure. Performed visual inspection of these parts received and found board on pressure transducer was broken and drive manifold assy. Part looks to be in good condition. Broken board on pressure transducer probable cause of autofill failure. Due to broken board on pressure transducer, the fat dept. Cannot be investigating pressure transducer w/ 4¿ cable with cardiosave test fixture. Installed drive manifold assy, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of autofill failure. Drive manifold worked correctly. Drive manifold assy. Passed testing within the factory specifications. Retaining drive manifold assy, and pressure transducer w/ 4¿ cable in the fat dept. Per procedure 0002-07-d008 rev ar. The most probable root cause for the pressure transducer is component reliability.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 returned to manufacturer, h6 component code.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shows autofill failure. There was no patient harm.